Event description:
It was reported, anastomotic leak. The radiologist highlighted badly formed points. Post-op to low anterior resection.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What type of radiology examination was done? Can results and photos be shared. How long post-op were these images taken? Can you please provide a timeline of events for this specific patient? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? Right hemicolectomy what type of radiology examination was done? Can results and photos be shared. No way to have it. What healthcare professional fired the device and what is his/her experience with the device? High , they use with success from several years where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I don¿t think surgeon could remember such data did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? They are well training and they wait even with other devices where it is not required

Manufacturer narrative:
(B)(4). Date sent: 02/24/2022. Additional information was received: the case occurred between november and the beginning of december. Patient had undergone a lar operation which was checked by the endoscopist 12 hours after the operation, since they presented rectoplagia post-surgery. The bubble test was performed post anastomosis and no leaks were detected. Endoscopic images cannot be shared per hospital policy. Operator dr. D. Patient of about 60 years old woman. Over the course of a week, the endoscopist stopped to analyze the stoma, noting a non-perfect "attachment of the flaps" and resolving with an endoscopic hemostasis with a clip.